Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported being diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with intraperitoneal (ip) vancomycin and cefazolin (dosage, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2022, and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event, as a home evaluation revealed the patient was not properly disinfecting his hands during initiation and discontinuation of ccpd therapy. Per the pdrn, the events were unrelated to the patient¿s utilization of a fresenius product(s) and/or device(s). The patient completed antibiotic therapy and has recovered from the events.